Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Certain® gold-tite® hexed screw (iunihg) was returned for investigation, see attached images a850-a852 in the complaint. Visual evaluation of the as returned product identified a fracture at the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was located and length of the device usage is unknown. Appropriate documentation was reviewed. DHR review and complaint history review could not be performed as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: h3: changed "no" to "yes."

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Lot/serial # unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date number unknown / not provided.

Event description:
It was reported that screw fractured at tooth location #30 and it was removed without any damage to the implant. Returned. No injury to the patient, no surgical intervention necessary & no delay in procedure.